Event description:
Knee scope approximatly 4 months ago. No complications. Follow up last month for total knee. Cannula was discovered in the knee after pre operation film for total knee was taken. Cannula was successfully removed when patient received her total knee last month. Cannula had broken off at the base of the fenestrations.

Event description:
Knee scope approximatly 4 months ago. No complications. Follow up last month for total knee. Cannula was discovered in the knee after pre operation film for total knee was taken. Cannula was successfully removed when patient received her total knee last month. Cannula had broken off at the base of the fenestrations.